Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center.  Should additional information become available, a supplemental record will be filed.

Event description:
Per independent repair center irs, reason for repair is the unit alarms are not functional. The key failure is the on off switch has a short circuit. The power switch non-functioning alarm issue is a reportable event which is the basis of the this FDA report.